Event description:
It was reported that the patient received inappropriate shock due to supraventricular tachycardia (svt) episode. Shock reduction programmed settings were changed and the patient was started on beta blockers. The patient is a participant of the (B)(4) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.